Event description:
Per the clinic, the patient experienced magnet dislodgement post MRI performed on (B)(6) 2014. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.